Event description:
During remote monitoring, episodes of oversensing were observed on the device. The patient was later seen in-clinic, and the device was reprogrammed to resolve the event. The patient was in stable condition.